Manufacturer narrative:
Continuation of d10: product ID: 106e2; product type: console medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature decreased too quickly when the pulmonary veins were not fully occluded. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The patient data file was received and recorded on the reported date of the event. The patient data file showed 12 applications were performed using a balloon catheter identified as 2af283 with lot number 17147. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and the flow readings were as expected. However, the temperature profile recorded in the patient data file showed temperatures of -44°c, -56°c, and -63°c at 30, 60, and 120 seconds, respectively, during application number 8. The lowest temperature recorded during ablation in application number 4 was -73°c at 123 seconds, with a spike occurring at 150 seconds. In conclusion, the reported temperature issue was observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.